Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator was removed from a patient on (B)(6) 2024. The patient described a surgery in 2017 as a disaster, during which they were awake and experienced distress. The healthcare provider reportedly had to force the device into place, leading to significant nerve damage and increased neuropathy post-surgery. The patient noted that the device had been turned off for about four years prior to removal. Despite the removal, the patient was not totally pain-free but reported significant improvement.